Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 481 mg/dl. The patient experienced nausea due to the high blood glucose. The customer treated via manual insulin injection. The customer also changed their infusion set and resumed insulin pump therapy. During troubleshooting there were no apparent issues with leaks or air bubbles. The customer's blood glucose had been decreasing. The customer declined to review their device settings. The insulin pump was not returned for analysis.